Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed a cracked valve seat diaphragm valve and a delamination total of valve assessed as an adhesive failure. Additional observations: creases were observed. Wear abrasion observed. Yellow particles observed inner the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.